Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional informtion. Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device does not cut. Additional information received states that the product works intermittently during surgery. The event caused a sample that was too deep and there was a delay between 1 and 2 hours.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional informtion. The following sections have been updated: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. Review of the most recent repair record determined the motor speed was high and unstable, the control bar was in the incorrect position, and the machined head was damaged. The motor and machined head were replaced and the unit was recalibrated and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that the product does not cut. No adverse events have been reported as a result of this malfunction.